Event description:
It was reported, that intermittent occlusion alarms occurred. Customer changed the pump supplies. And successfully resumed insulin therapy. Reportedly, the customer is wearing the pump supplies for 3 days. Customer¿s blood glucose (bg) level was 363 mg/dl.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: change your infusion set every 48¿72 hours, as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours, as recommended by your healthcare provider.